Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow-up, this right ventricular lead was found to have a pacing impedance measurement that was high and out of range in both unipolar and bipolar configurations. R-wave amplitude was low, and there was no capture. Ventricular therapy was programmed off. Results of a holter monitor are to be observed at a later time. The lead remains implanted at this time. No adverse patient effects were reported.